Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, leak in the el connector pins, aw & suction cylinders discoloration, grip scratch, plastic cover scratch, and lg lens damaged were observed. In addition, foreign material and corrosion were noted at the distal end. Furthermore, l-arm corrosion and forceps elevator with foreign material were found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera ii duodenovideoscope has leakage at the distal end. During a standard service inspection of the customer returned device, foreign material at the distal end was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling or insufficient reprocessing. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) says about infection risk caused by insufficient reprocessing as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.